Manufacturer narrative:
Contrary to the information submitted in MDR # the gi4000 electrosurgical unit (esu) was not returned to the repair facility for evaluation. The user facility requested to have a steris service technician inspect and evaluate the gi4000 esu subject of the reported event onsite. During the technician's evaluation, he found that the screen was dark and flicking as well as multiple components and controllers that required replacement. The technician stated that the label was missing from the top cover and missing zip ties, a clamp on the argon hose to the manifold required replacement and a missing gasket o-ring on the retaining cylinder cap was damaged and required replacement. The technician performed repairs to the gi4000 esu unit, tested the function and operation of the device, and returned it to service. The gi4000 esu was manufactured in 2012 and was approximately 14 years old at the time of the reported event. The gi4000 esu is not under a steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. Steris performed in-service training with user facility personnel on the proper use and operation for the gi4000 esu and arc smart probe. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
During follow up with user facility personnel regarding the reported event, they stated that a different electrocautery unit was utilized subsequently causing a short procedure delay. The procedure was completed successfully, and no injuries were reported. Steris offered in-service training on the proper use and operation for the gi4000 esu and arc smart probe and is awaiting a response. The gi4000 electrosurgical unit (esu) was returned to the repair facility (cintron) for evaluation. Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured in 2012 prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported via medwatch mw5162107 that when the electrosurgical unit was on the argon plasma coagulation (apc) setting, a spark was observed from the arc smart probe tip when the apc was engaged. No report of injury.